Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. Customer¿s blood glucose was 150 mg/dl. Customer¿s current blood glucose was 220 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with glucose drink. Troubleshooting was done for low blood glucose. Customer had been using the insulin pump within 48 hours of reported for high and low blood glucose. Customer stated auto mode feature was not active at the time of event. Based on customer¿s response they alleged insulin pump was over delivering as they ate and did not bloused insulin. The insulin pump will be and reservoir will not be returned for analysis.